Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device difficult to close? Unfortunately closed completely with no resistance was the device difficult to fire? Made no sound. What is the surgeon or healthcare provider¿s experience with the device? Surgeons experience >100 pa for 15 years. Was the washer inspected? If so, please describe. ¿ no it wasn¿t. Were the donuts inspected? If so, please describe. ¿they appeared intact. What was the formation of the staples? They were not closed. Is the colostomy permanent or temporary? Given the height of the staple line likely now to be permanent. After dialing down, did the surgeon/hcp wait 15 seconds and retightened before firing device? Yes. What is the current patient status? Home with a colostomy.

Manufacturer narrative:
(B)(4). Batch # n54k9m. The analysis results found that the cdh29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) additional surgical intervention. Additional information was requested and the following was obtained: please provide details as to the issue that occurred with the device. The stapling device on closing was very tight and the usual crunch was not heard. On withdrawing the stapling device the staples were there but not closed leaving both ends open how was the procedure completed? The procedure was converted a hartmanns. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product code. Cdh29 or cdh29a? Was the device difficult to close? Was the device difficult to fire? What is the surgeon or healthcare provider¿s experience with the device? Was the washer inspected? If so, please describe. Were the donuts inspected? If so, please describe. What was the formation of the staples? Is the colostomy permanent or temporary? After dialing down, did the surgeon/hcp wait 15 seconds and retightened before firing device? What is the current patient status?

Event description:
It was reported that during an anterior resection procedure, there was an unknown quality issue. It is unknown what was used to complete the procedure.